Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that indicated the patient died in a manner unrelated to the function of the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficulty slitting. The slitter got off track after hub and the physician had to manually cut the rest of guide. It was also reported the left ventricular (lv) lead was placed in lateral vein of coronary sinus but eventually dislodged twice. It was noted the patient expired on the cath lab table. The patient¿s status decompensated during the biventricular upgrade procedure. A code was called and attempts to stabilize patient failed. Follow up was conducted and it was noted the patient was admitted five days prior with shortness of breath, heart failure, ejection fraction less than 30%. No further information surrounding the death was provided.